Event description:
It was reported to philips that x-ray failing due to ups transfer switch and defective kvma unit on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the kvma unit and referred the ups issue to toshiba. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).